Event description:
A customer reported the home pt was feeling overfull in dwell 3 of 6 of their peritoneal dialysis therapy in 2007. During eval of this homechoice machine, it was noted that the pt's ultrafiltration (uf) reading one day prior, during drain 2 was positive 615 (ml), indicating the pt drained 615ml more than their fill volume. The pt's programmed fill volume is 2000 ml. This was identified by the baxter tech as a potential overfill situation. The device will be routed for refurbishment. There was no pt injury or medical intervention associated with this report, according to the home pt's peritoneal dialysis nurse.

Manufacturer narrative:
Eval summary: three simulated pt therapies were performed on the homechoice machine using the pt's therapy settings and no problems encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications for the device. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the devices logs shows the device was functioning properly. A review of the device service history revealed no past trends. The device functioned normally during testing. The eval did not confirm any failure or malfunction that would have caused or contributed to the reported difficulty of the home pt feeling overfull.